Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. The atrial lead exhibited loss of capture. A chest x-ray confirmed that the lead was dislodged. The lead was repositioned successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.